Event description:
The cx vessel to be treated was described as moderately tortuous, slightly calcified and 75% stenosed. The lesion was pre-dilated with a unknown 2.5 x 15 mm balloon at 12 atm once. Physician attempted to position a resolute integrity 2.50 x 18 mm in the cx artery but vessel resistance was felt, the physician stopped the procedure, re-set the guide catheter, attempted to position the stent again, felt moderate resistance, removed the catheter and saw the stent successfully implanted in the ostium artery cx. A plaque shift then occurred distally and the physician attempted to place another resolute integrity size 2.25 x 18 mm to treat this plaque shift by placing it in tandem with the previous stent. The resolute integrity size 2.25 x 18 mm subsequently became dislodged. The patient was sent to the ICU after this procedure but was stabilized and is currently stable. No other reported patient complications.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Patient condition affected the effectiveness of the device (lesion morphology - tortuous vessel with 75% stenosis). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: known inherent risk of a procedure (occlusion). Device failure related to patient condition (lesion morphology - tortuous vessel with 75% stenosis). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).